Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Catalog and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per retrieval report, "the filter head and hook are within the right renal vein and appear to be embedded in the renal vein wall." "Catheter was used to select the right renal vein. Right renal venogram was obtained. Based on the images, a coaxial sheath system was advanced over the wire into the ivc the grasping forceps were then advanced through the sheaths. Using the forceps, the head of the filter was gently teased off the caval wall. The head of the filter was grasped and the filter was pulled out through the sheaths. The filter was inspected and found to be intact." "Forceps filter removal involves a significant amount of advanced training, skill, and experience compared to conventional filter retrieval." "Successful forceps removal of an impacted ivc filter."

Manufacturer narrative:
H6 device code(s): appropriate term/code not available (3191) was selected for the alleged device tilt. H6 device code(s): appropriate term/code not available (3191) was selected for the alleged perforation. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava /organ perforation, embedded, unable to retrieve, tilt, pain, frequent bathroom visits. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported pain, frequent bathroom visits are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot numbers are unknown, however, the alleged celect is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2017 via left common femoral vein due to deep vein thrombosis (dvt). The patient also notes failed percutaneous attempts to remove the filter due to embedment on (B)(6) 2017 and on (B)(6) 2019. Patient is alleging tilt, vena cava perforation, unable to retrieve, organ perforation and embedment. The patient further alleges more frequent bathroom visits and pain. Per an attempted filter retrieval operative report dated on (B)(6) 2017, ¿method: a cloversnare was then advanced with multiple attempts to retrieve the snare but without success. Oblique views of the filter demonstrated a tilted ivc filter with likely endothelialization of the hook of the filter with inability to capture the hook. A mustang xxl 16 x 40-mm balloon was used to dilate the ivc to attempt to free the hook of the filter from the ivc which was unsuccessful. Repeat attempts were made to snare the filter, but again without success. At this point, after prolonged radiation exposure and attempts to retrieve it, decision was made to abort the procedure. Final ivc venogram confirmed patency of the ivc with brisk flow and no extravasation of contrast.¿ per an attempted filter retrieval operative report dated on (B)(6) 2017, ¿selective venogram of the ivc confirmed brisk flow through the ivc with no evidence of filling defect within the ivc filter, but notable for a tilted filter with the head of the filter within the right renal vein. A cook filter retrieval sheath was advanced over a j-wire into the ivc just above the filter. Multiple attempts were made with the cook snare device to attempt to catch the hook of the filter but without success. Multiple attempts were made to pass the snare into the right renal vein and then withdraw it to capture the hook of the device, but again without success. At this point, due to failure for multiple attempts and multiple approaches to remove the filter, further attempts were abandoned after prolonged contrast and radiation use over a long period of time.¿ per a CT (computed tomography) scan of the abdomen and pelvis dated on (B)(6) 2019, ¿the ivc filter is tilted. The tip of the filter appears to extending outside the lumen of the ivc about 9 mm. Towards the right side. The tip appears to be located just above the right renal vein. There appear to be at least two struts extending outside the inferior vena cava. There is a strut extending about 1 cm outside of the inferior vena cava and appears to be perforating the anterior aspect of the aorta. There appears to a second strut extending about 6 mm. Outside the inferior vena cava and is located just in the anterior right lateral aspect of the aorta but not perforating the aorta.¿ per an attempted filter retrieval operative report dated on (B)(6) 2019, ¿cone beam CT of the ivc which demonstrated a cook select ivc filter with the cone and hook the filter perforated approximately 1 cm through the right renal vein with the clock of the filter abutting the lower pole of the kidney capsule and a lower leg of the filter abutting against the wall of the aorta for these reasons other attempts at filter removal were not performed.¿

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: 'it is alleged that "[pt] received a cook celect filter on (B)(6) 2017". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.